Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test sensor glucose value was displayed on the sensor glucose graph screen. The correct test value was sent from glucose meter and received by device under test; device communicated properly with blood glucose meter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl. Customer also stated that transmitter was lost. The insulin pump will not be returned for analysis.